Manufacturer narrative:
E1: phone number provided "(B)(6)." H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed, and the reported issue was not confirmed. A cause could not be identified as the device was testing normally. The pump was recalibrated as a precaution.

Event description:
It was reported that the device had an overpressure issue. Per reporter, the event occurred during epidural anesthesia. There was patient involvement. No patient harm/adverse event was reported.